Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken to replace the ipg and effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.